Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller stated it was almost like the dbs was not working. There were no falls or trauma and impedances were normal. The caller stated the patient had some swallowing and speech changes/side effects after implant, but they found their optimal settings and they were doing great. July 18th was when they noticed speech changes and drooling and their tremors got worse. They made some programming changes and decided to return them to their previous settings where they were having optimal relief and increased by .2. The caller stated that the patient was also on oral medications and complained in taking them. The caller stated every 5 minutes the patient got a dizzy spell and then an increase in tremors. The patient had a double monopolar on each side and therapy impedances were 552 and 662 ohms. The caller would obtain imaging. It was reviewed that the intermittent issues were usually not on a schedule of every 5 minutes like clockwork. While unlikely the caller would make sure that the cycling was not enabled. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the cause of the deep brain stimulation (dbs) not working and change in symptoms was due to cycling being turned on. The cycling was turned off and the issue was resolved.